Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was performed to re-implant this pulse generator (pg). The related right ventricular lead experienced loss of capture, and high capture thresholds, requiring surgical intervention to reposition the lead. Intervention occurred the same day of the procedure, post-op (after pocket closure). There is no known performance issue in reference to this device (pg). No additional adverse patient effects were reported. This device remains implanted and in service.